Manufacturer narrative:
(B)(4). Additional information the device was received in good condition. During mechanical testing, the device opened and closed and the knife was present in the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a hysterectomy procedure, the device didn't have a knife. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.